Event description:
It was reported that when using the bd pyxis¿ medstation¿ es eorasener application was crashed, failed to launch and white screen displayed error as object not set to a reference. Station db was on suspect mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was corrupted. A technical support specialist dialed into the station login as carefusion admin, launch sql server management studio (ssms) found database showed as suspect mode, followed knowledge article (drop failed for database "dsclientoltp") dropped database and followed knowledge article (proper datasync procedure & how to place new db in es station) data full synchronization done, rebooted the device the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.